Event description:
The caller alleged discrepant results when compared with the lab results reported.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: the test land test 3 the inratio and lab values are within the confidence limit as per internal procedure, the test 2, the inratio value is not within the confident; the patient also repeated the test and got both times 7.5.